Manufacturer narrative:
Product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and outside its returned dispenser coil. Visual inspection/damage location details: no flash or hub mold were found within the hub. A guidewire pusher was found extending out the hub 8.0cm. No damages or irregularities were found with the echelon-10 hub. The micro catheter was found broken into 4 segments starting at 23.6cm from the proximal end (figures d, e & f). The break exhibit stretching at the edges. The guidewire was found kinked at the same location (between 57cm and 59cm from the proximal end of the pusher) (figure e). The distal 3.0cm of the micro catheter appears shaped (figure g). No damages or irregularities were found with the distal tip or marker bands. Testing/analysis: the echelon-10 total length and usable length could not be reliably measured due the damages. The outer diameter at the distal end of the micro catheter was measured to be 0.025¿, which is within specification, (specification: 0.026¿ max). The guidewire pusher outer diameter was measured to be 0.01360¿, which is compatible for use with the echelon-10 micro catheter. Conclusion: based on the device analysis and reported information, the customer report of ¿difficulty navigation¿ and ¿resistance in guide catheter¿ could not typically be confirmed through device analysis; however, it was likely to have occurred as the damages found is consistent with resistance. Possible causes are patient vessel tortuosity, damage to guidewire, damage to catheter, or lack of continuous flush. Customer reported all devices were prepared per IFU. The returned guidewire pusher was found kinked, potentially due to advancing against the reported resistance. The echelon-10 micro catheter was found broken at the same location, potentially due to the reported resistance or due to advancing/retracting over the damaged pusher. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Uodated : b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was a left middle cerebral artery m1 aneurysm. The first detachable embolization coil used was not a medtronic product. Continuous catheter flush was administered during the procedure. No issues were identified that resulted in the damage found. The cause of the resistance and the cause of the damage were not determined.

Event description:
Medtronic received a report that friction and difficulty were encountered with an echelon 10 microcatheter and it was found to be damaged. The patient was undergoing stent-assisted coil embolization surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. Right femoral artery access vessel diameter was 7 mm. The patient has a history of hypertension. The guidewire was used to introduce the neurovascular support system (cdtsc90w), positioning the long sheath at the c1 segment of the left internal carotid artery. Under the guidance of the micro-guidewire, the distal access catheter (sm*dac-6s115) came into the left internal carotid artery to establish distal access. Subsequently, the infusion/stent catheter (606-s255x) was introduced. The micro-guidewire was used to deliver the catheter to the distal end of the left middle cerebral artery (m1). The echelon 10 spring coil microcatheter (105-5091-150) was then slowly delivered into the aneurysm sac using the micro-guidewire, and the y-valve was closed. The stent was delivered through the infusion catheter (606-s255x) to the proximal left m1 for partial deployment, with the stent fixed in place. The infusion catheter (606-s255x) was then withdrawn, and the stent tip (anchor) was positioned at the distal m1. During partial deployment of the stent, the echelon 10 microcatheter (105-5091-150) was withdrawn from the aneurysm sac, and the stent was retrieved back into the infusion catheter. The echelon 10 spring coil microcatheter was re-installed, and under the guidance of the micro-guidewire, the microcatheter came into the aneurysm sac and the y-valve was locked. The stent was slowly redeployed from the stent delivery/infusion catheter (606-s255x) for the second time, with the anchor positioned at the proximal m1 for partial release. A detachable embolization coil (3d0408fn) was slowly delivered into the aneurysm sac via the echelon 10 microcatheter (105-5091-150). Coil formation within the aneurysm was difficult; after the microcatheter was withdrawn from the aneurysm, it could not go into the sac. The coil was retrieved, and attempts were made to reintroduce the microcatheter into the aneurysm sac using the micro-guidewire, but friction and difficulty were encountered and access could not be achieved. The microcatheter was then removed for reshaping, and it was found to be fractured/broken into three segments at the distal end. A new medtronic microcatheter was subsequently introduced into the aneurysm sac via the micro-guidewire, and coil 3d0408fn was deployed. After successful deployment of the first coil, additional coils were sequentially inserted: embolization coil system (ecs-3-6-3d-es), and axium prime bare detachable coils (apb-2.5-4-hx-es, apb-2-6-hx-es). Postoperative angiography showed good embolization of the aneurysm sac. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was noted the catheter injection rate was 0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.